Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: for this initial report ((B)(4)): it was reported that "¿over the past approx. 3 weeks vascular theatres has been having trouble with ethicon prolene multipass sutures. The sutures have been breaking, the thread when used or coming out of the packet in two parts..." - please confirm the number of patients/events affected by this alleged deficiency? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? Please clarify, - how many devices demonstrated the alleged deficiency ("¿the sutures have been breaking, the thread when used...")? 7/0 prolene w8704 9.3mm multipass lot ucbamm. 7/0 prolene w8704 9.3mm multpass lot 100cs2. 7/0 prolene w8304 9.3mm visi black lot 100e12. 6/0 prolene w8802 11mm multipass lot 100d16. 7/0 prolene w8304 9.3mm multipass lot tpbcma. 7/0 prolene w8704 9.3mm multipass lot 101hl8. 6/0 prolene w8707 13mm multipass lot tkbekr. - how many devices demonstrated the alleged deficiency ("¿the sutures have been breaking, the thread...when...coming out of the packet in two parts....")? 7/0 prolene w8704 9.3mm multipass lot ucbamm. 7/0 prolene w8704 9.3mm multpass lot 100cs2. 7/0 prolene w8304 9.3mm visi black lot 100e12. 6/0 prolene w8802 11mm multipass lot 100d16. 7/0 prolene w8304 9.3mm multipass lot tpbcma. 7/0 prolene w8704 9.3mm multipass lot 101hl8. 6/0 prolene w8707 13mm multipass lot tkbekr. - were there patient consequences? If yes, please specify. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. -please confirm below the number of devices from each product code and lot number available for product analysis: 7/0 prolene w8704 9.3mm multipass lot ucbamm. 7/0 prolene w8704 9.3mm multpass lot 100cs2. 7/0 prolene w8304 9.3mm visi black lot 100e12. 6/0 prolene w8802 11mm multipass lot 100d16. 7/0 prolene w8304 9.3mm multipass lot tpbcma. 7/0 prolene w8704 9.3mm multipass lot 101hl8. 6/0 prolene w8707 13mm multipass lot tkbekr. It was reported on another file belonging to the account ((B)(4)) that "¿we have had 3 more sutures break..." Please confirm, - were there patient consequences? If yes, please specify. - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - product codes? - lot numbers? - name of procedures? - date of procedures? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the devices are available for product return. If yes, confirm the quantity of devices from available to be returned and perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The following information was received: we have had 3 more sutures break. The three that have been faulty we still have and are available for collection, these have different batch/lot numbers: 7/0 prolene 9.3mm multipass w8304 lot tpbcma. 7/0 prolene 9.3mm multipass w8704 lot 101hl8. 6/0 prolene 13mm multipass w8707 lot tkbekr. W8707 6/0 prolene 13mm multipass (suture in packet and w8304 7/0 prolene 9.3mm visa black packet only given for retun sent to fedex for investigation 7/1. The suture mentioned in (B)(6) email 7/0 w8704 lot101hl8 has been shipped under complaint (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that 3 more sutures broke. There were no patient consequences reported for this event. Additional information was requested.